Event description:
The surgeon struck the broach handle latch to remove the broaaoch from the femur when it "snapped". He then struck the proper impaction area and removed the braoch. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.